Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered multiple lead safety switches (lsss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Review of remote monitoring data revealed no noise and no non-sustained ventricular tachycardia (nsvt). There is 1% pacing in the rv, and the pacemaker has approximately 3 months remaining on the battery. The physician will discuss possible lead revision and the upcoming device replacement at the patient's next office visit. This pacemaker and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered multiple lead safety switches (lsss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Review of remote monitoring data revealed no noise and no non-sustained ventricular tachycardia (nsvt). There is 1% pacing in the rv, and the pacemaker has approximately 3 months remaining on the battery. The physician will discuss possible lead revision and the upcoming device replacement at the patient's next office visit. This pacemaker and rv lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd). The right ventricular (rv) lead remains in service. Following the placement of the new pacemaker, the rv pace impedance measurement was noted to be 641 ohms. No adverse patient effects were reported. The explanted pacemaker was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered multiple lead safety switches (lsss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Review of remote monitoring data revealed no noise and no non-sustained ventricular tachycardia (nsvt). There is 1% pacing in the rv, and the pacemaker has approximately 3 months remaining on the battery. The physician will discuss possible lead revision and the upcoming device replacement at the patient's next office visit. This pacemaker and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered multiple lead safety switches (lsss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Review of remote monitoring data revealed no noise and no non-sustained ventricular tachycardia (nsvt). There is 1% pacing in the rv, and the pacemaker has approximately 3 months remaining on the battery. The physician will discuss possible lead revision and the upcoming device replacement at the patient's next office visit. This pacemaker and rv lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd). The right ventricular (rv) lead remains in service. Following the placement of the new pacemaker, the rv pace impedance measurement was noted to be 641 ohms. No adverse patient effects were reported. The explanted pacemaker was returned for analysis.